Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 10 months after the dental implant was installed in intraoral region #3, it was verified its non- osseointegration. Immediate load was performed. Fifty-two ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii, fenestration occurred during surgery and bone graft was executed.